Manufacturer narrative:
Return requested. Replacement din rail mvs 10amp shipped to site (B)(4) 2016. Suspect device returned to manufacturer for analysis and is under analysis. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, all areas passed. Changed the din rail fuse assembly due to fuse issue. Installed remote presence and deleted the static ip address from the mvs/ias connections to enhance the mvs connect better to paxs. System performed as intended. Medtronic navigation is filing this MDR to ensure visibility to a reported issue effecting medtronic navigation's o-arm 1000 imaging system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A site biomed representative reported that the site's imaging system cord was pulled from wall outlet. System will not power on. Line power light was not illuminated. The biomed representative believes fuses have been tripped. No further details regarding this issue, or specifically when it occurred, were provided. There was no patient present when this issue was identified. Medtronic navigation is filing this MDR to ensure visibility to a reported issue effecting medtronic navigation's o-arm 1000 imaging system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The din rail mvs 10amp was returned to the manufacturer for analysis. All fuses passed continuity testing. Before applying 21vdc between contacts 7 and 10, 10.6 ohms was measured. This was as expected. The tester then energized the component, there was an audible click as the relay closes, and between contacts 7 and 10, 0.02 ohms was measured. This was as expected. No functional problem was found. The tester found that the installed fuses were good. The returned 10a/250v 312 clear fuses were not the correct fuses for the assembly. No problem was found with the assembly. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.